Event description:
Case worker reported that customer was hospitalized due to low blood glucose. Customer had a reported blood glucose reading of high prior to hospitalization and had given themself a 10 unit bolus which dropped blood glucose to 48. Troubleshooting was performed and pump programming and function appeared to be normal.